Manufacturer narrative:
According to document analysis, a cross-over exchange of labels took place during packaging. The root cause of the reported event is labeling/line clearance. This is the same event as MFR reporting # 3004082045-2011-00189. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Labeling mistake. Ez20-20-20 contains ez15-12-12 and ez15-12-12 contains ez20-20-20. There was no pt involvement or adverse pt consequence reported.